Manufacturer narrative:
The device was returned to olympus for evaluation, and the customers¿ allegation was not confirmed. No restrictions were found within the channel. The device evaluation revealed: reduced angulation, scratches on the distal end, bending section cover adhesive was cracked, scratches on the insertion tube and on the light guide tube, and the scope connector had a crack. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the evis exera iii duodenovideoscope, the user was experiencing resistance when putting accessories down the biopsy channel during an unspecified procedure. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The b5 and e3 fields were corrected to include information available at the time of the intial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It is nearly 1 year since the subject device was manufactured. Based on the results of the investigation, the reportable event could not be confirmed, as no anamoly was noted in the biospy channel. The root cause could not be specified. The suggested event is detectable by handling device in accordance with the following IFU. Operation manual includes the detection way at chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using the evis exera iii duodenovideoscope, the user was experiencing resistance when putting accessories down the biopsy channel during a diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm or impact associated with this event.